Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. In 2006, the physician successfully implanted a taxus express2 3.5x24mm drug eluting stent to the 70% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a maverick 3.0x15mm balloon . No patient injuries or complications occurred. Patient status post procedure was satisfactory. Plavix was prescribed post procedure. The patient was post-op from colon surgery when he expired. He had been taken off plavix 5 days prior to this event. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.